Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during use at the end of therapy. The technical service representative (tsr) had the care giver (cg) check for the possible causes of the fluid leakage. The cg had the clamp open on the unused lines and the sample port line was on the drain line, but the fluid leakage was not easily determined. The cg would call back if there were any further problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(6) 2012. She stated that the leak was due to the open clamps on the unused lines. She stated that she now makes sure to close all of the clamps. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed, based on the customer report. The root cause was use error ? Clamp not completely closed on the unused supply line. The label review found the labeling adequate for the prevention of the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.